Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® ucla castable non-hexed cylinder 4.1mm(d) w/large dia. Ti screw ( unab2t) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture at thread. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device location is 35 and was used same day. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f october 2019 information identified: ¿warnings¿ ¿precautions¿ ¿potential adverse events¿. DHR review was completed for the subject lot number (1165327). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1165327) for similar event and no other complaint was identified. Post market trend review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction has occurred and is confirmed as the product was found to be fractured. However, the reported event regarding improper design could not be verified through inspection of the returned device.

Event description:
It was reported that the castable screw on sites 35 was removed because the base is small and produces issues with the fixation. Doctor is awaiting replacement to complete the procedure. Upon investigation results, it was discovered that the screw is fractured.